Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for unknown high blood glucose levels. The customer stated she was vomiting and felt miserable, due to the high blood glucose levels. The reported blood glucose levels were 512 mg/dl at the time of call, but the customer did not have syringes to give a manual injection. The customer stated she was under a lot of stress due to personal problems.